Manufacturer narrative:
The insulin pump received with button error alarm and no button response due to corroded keypad traces. Unable to verify error alarm due to no button response and button error alarm. Also received with cracked case at the display window corner and broken belt clip slot. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 167 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.